Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien (B)(6) 2011 that a customer had an issue with a pair of the cadence defibrillator electrodes. The customer stated the defibrillator electrodes did not deliver a shock to the pt during use. Another life pak 12 with another set of the defibrillator electrodes were used and the pt was successfully resuscitated.